Event description:
It was reported that the patient presented in clinic due to their right ventricular (rv) lead and left ventricular (lv) lead exhibiting failure to capture. A chest x-ray was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) had migrated, and the patient's lv and rv leads were dislodged. The ICD remained implanted. The rv and lv leads were unable to be repositioned and were explanted and replaced. Patient was stable.